Event description:
It was reported that the customer experienced high blood glucose over 600mg/dl, and the insulin pump was delivering the boluses. The customer experienced excessive thirst, high urination, and moderate ketones. The father stated that the bolus taken for breakfast was not recorded, and the device was under delivering. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run the displacement test and the test failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.